Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the trocar was being used in a laparoscopic roux-en-y procedure, but the problem is that the trocar has a defective seal and when operating, the seal gets prematurely torn causing carbon dioxide (co2) leak from the trocar. Nothing was done to complete the case, but the device goes through more gas tanks. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection noted that the cannulas, circular seals, envelope seals and trocars appeared intact. A functional evaluation found that the devices passed an air leak test. The trocars were disassembled to measure weld height, the weld height was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.